Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the necessary supplies and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.